Manufacturer narrative:
The tandem t:flex pump user guide states to not use any other insulin with your pump other than u-100 humalog® or novolog®. Only huma­log® and novolog® have been tested and found to be compatible for use in the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, valid minimum fill messages after filling the cartridge with (B)(4) units. Reportedly, u-500 insulin was being used in the cartridge. The customer added additional insulin to the existing cartridge, and completed the load process with (B)(4) units of insulin. Reportedly, the customer's blood glucose level was 502 mg/dl, and was addressed with a correction bolus.